Event description:
Pt septic and in cardiogenic shock at the time of the event. Nurse & physician attempted to obtain hemodynamic parameters in a pt on a ventilator with a swan-ganz catheter. Pa wave form then looked damped, so catheter was flushed using pressure bag. Wave form then looked better so an attempt was made to inflate the balloon with 1.5 cc of air. The full 1.5 cc of air could not be injected, so syringe was removed from catheter allowing balloon to deflate. The wave form looked like a wedge so the pa catheter was pulled out about 2 cm. Pt started having bright red bleeding via the endotracheal tube. Pt was re-intubated with a dual lumen endotracheal tube and peep was added to the ventilator. Pt decompensated, arrested and did not respond to resuscitation.